Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump got a damage on reservoir compartment. The blood glucose level was 140 mg/dl. Customer stated that there was a crack on the reservoir compartment. Troubleshooting was performed and it observed that the it does not tight. Customer also stated that the insulin pump had a vibration anomaly. However, the customer declined troubleshooting for vibrate anomaly. The product will return for the analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. The insulin pump displayed properly and audio/beep/vibrate functioned properly. No dim or vibrate anomaly was noted during testing. The reservoir tube lip was partially broken off but the test reservoir locked in place properly.